Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image flickering, with a stripe on the image and no image when the light guide tube was manipulated. In addition to the reportable malfunction, the following were noted: the objective lens cement was peeling and the objective lens was scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii bronchovideoscope had no image on the processor when scope was connected. The issue was found during preparation for use for a diagnostic bronchoscopy with cryotherapy. It was completed with another device with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. The b5, g2 and h6 "medical device problem code" fields were updated to include the additional reportable finding of "flickering/stripe on image" during device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that both reportable malfunctions: "no image when universal cord is manipulated" and "flickering/stripe on image" were due to a broken image sensor cable. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: flickering/stripe on image. There were no reports of patient harm.